Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a proximal pancreaticoduodenectomy, an attempt was made to advance the knob to perform firing, but the knob did not advance, and firing was unavailable. Another device was used to complete the case. There was no patient injury.